Event description:
A home patient contacted baxter's technical service center to report they were leaking from their transfer set, other than the connection point. Baxter's operational support representative instructed the patient to contact their healthcare professional immediately for advisement. The patient's rn then instructed the patient to go to the emergency room. The patient did so and was administered prophylactic antibiotics. Per rn, no patient injury resulted from the incident an they suspect the moisture was water from the shower.